Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00086, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned a (B)(6) asian patient. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) (humulin r) cartridge via reusable pen humapen luxura (half-dose pen), subcutaneously for the treatment of diabetes mellitus, starting sometime in 2011. Dosage regimen was not provided. She also received human insulin (rdna origin) unknown formulation via reusable pen humapen luxura (half-dose pen), subcutaneously, for the treatment of diabetes mellitus, starting sometime in 2011. Dosage regimen was not provided. On (B)(6) 2016 while on human insulin and unknown insulin human her screw rod of her humapen luxura (lot number 0806g01/(B)(4)) had a problem therefore she experienced hypoglycemia and was hospitalized. On (B)(6) 2016 a second pen of humapen luxura (lot number unknown/(B)(4)) had a problem too. No further details were reported. Information regarding corrective treatment, hospitalization dates and outcome of the event were not provided. Human insulin and unknown insulin human treatment were ongoing. The operator of the devices, and his/her training status was not provided. The general duration of use of the humapen luxura and the duration of use of the suspect humapen luxura was approximately since 2011. If devices were returned, evaluation would be performed. The reporting consumer did not know if the event was related to human insulin or to unknown insulin human and did not provide an opinion of relatedness for the humapen luxura devices. Update 01-apr-2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and to add the product complaint numbers to the narrative.

Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00086, since there is more than one device implicated. Evaluation summary: a customer reported that a female patient's cartridge holder was difficult to screw onto the humapen luxura hd device. She experienced hypoglycemia. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned a (B)(6) female asian patient. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) (humulin r) cartridge via reusable pen humapen luxura (half-dose pen), subcutaneously for the treatment of diabetes mellitus, starting sometime in 2011. Dosage regimen was not provided. She also received human insulin (rdna origin) unknown formulation via reusable pen humapen luxura (half-dose pen), subcutaneously, for the treatment of diabetes mellitus, starting sometime in 2011. Dosage regimen was not provided. On (B)(6) 2016 while on human insulin and unknown insulin human her screw rod of her humapen luxura (lot number 0806g01/product complaint (B)(4)) had a problem therefore she experienced hypoglycemia and was hospitalized. On (B)(6) 2016 a second pen of humapen luxura (lot number unknown/product complaint (B)(4)) had a problem too. No further details were reported. Information regarding corrective treatment, hospitalization dates and outcome of the event were not provided. Human insulin and unknown insulin human treatment were ongoing. The operator of the devices, and his/her training status was not provided. The general duration of use of the humapen luxura and the duration of use of the suspect humapen luxura was approximately since 2011. The devices were not returned. The reporting consumer did not know if the event was related to human insulin or to unknown insulin human and did not provide an opinion of relatedness for the humapen luxura devices. Update 01-apr-2016: upon review, the case was opened to update the medwatch and european and (B)(4) required device reporting elements for regulatory reporting; and to add the product complaint numbers to the narrative. Edit 14-apr-2016: additional information was not added to the case since both product complaints; (B)(4), were previously processed. Update 28-apr-2016: additional information received on 27-apr-2016 from the global product complaint database added for both devices the device specific safety summary; added the devices were not returned; updated the medwatch and european and (B)(4) required device reporting elements; and updated the narrative.